Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they had lymphoma removed to treat cancer and the port got infected. This caused the pacemaker to also become infected. It was also reported that the patient experienced bradycardia and the device was pacing below the lower rate. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.